Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device stopped working during testing - no power. It was further determined that the device emitted an unusual noise and had vibration. It was further determined that the electric motor/electronic control unit assembly was damaged, and there was corrosion on the exterior component of the device. Therefore, the reported condition was confirmed. It was determined that the cleaning, sterilization, and/or maintenance procedures were not followed as per the directions for use (dfu). The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the electric pen drive device would not power on. During in-house engineering evaluation, it was determined that the device emitted an unusual noise and had vibration. The event was not reported to have occurred during a surgical procedure. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.